Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error 307 fault was received. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called mid-procedure to report that the issue had returned. The technical support engineer (tse) reviewed live logs and found multiple armnet faults pointing to master tool manipulators (mtm) right armnet on the surgeon side console (ssc). The csr stated that prior to the call, they have power cycled the system but couldn't clear the fault. The customer powered down and removed the affected ssc from the system and connected another. The csr stated that they were able to complete the case with no further issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service notes, the fse replaced the master tool manipulator (mtm) and the remote arm controller board (rac) due to error 40100 observed in the logs. Following the service, the system was tested and verified as ready for use. Isi received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The mtm2 was returned for failure analysis, and the reported failure (error 23) was able to be reproduced during calibration via matlab. Isi received the remote arm controller board (rac) involved with this complaint and completed the device evaluation. Fa investigation could not confirm the customer reported complaint. The unit was returned for failure analysis, but the reported issue could not be replicated nor confirmed.